Event description:
New information received indicates that programming changes were made. The patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to post-paced t-wave oversensing were observed. Programming changes were recommended.